Event description:
It was reported the device system was removed due to infection. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The primary location of the infection was the device pocket, which was cultured (results not reported). Patient symptoms included redness and swelling the patient was treated with intravenous antibiotics and the infection resolved. The patient did not develop meningitis. Perioperative antibiotics were administered at implant. The hcp identified that the patient was anorexic. Her preexisting malnutrition/extreme thinness was a risk factor for infection.